Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys probnp ii immunoassay (probnp) on an e411 analyzer. There were no abnormal results with other assays or patient samples. The plasma sample initially resulted as 19.27 pg/ml and this value was reported outside of the laboratory to the physician. The physician requested a repeat of the sample. The sample was repeated and resulted as 1543 pg/ml. The patient was not adversely affected. The probnp reagent lot number was 118465. The reagent expiration date was asked for, but not provided. A fibrin clot was observed in the bottom of the plasma sample tube. A specific root cause could not be determined based on the provided information. The likely root cause is related to observed improper sample quality. The collection volume of the sample was also found to be too low and the centrifugation time of the sample was found to be too short. Performance testing was found to be within specifications. A general reagent issue can most likely be excluded.